Event description:
Procedure: live donor nephrectomy. According to the reporter: the instrument clamped onto the artery and vein. After firing, there was slight bleeding. A clip was applied over to ensure hemostasis.

Manufacturer narrative:
Initial report sent to FDA on 11/18/2008.